Event description:
A user facility filed a complaint stating that an ambulatory electromechanical infusion pump over delivered chemotherapy during (vincristine + adriamycin). The complainant stated that the pump delivered the entire volume of drug in three days when it was required to last for four days. There is no report of patient injury for this incident.